Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and moisture damage. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they went into the water while wearing the insulin pump. Customer advised the display screen went blank immediately after being exposed to moisture and the insulin pump had a sudden vibration. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.